Manufacturer narrative:
(B)(4).

Event description:
It was reported that when turning on the ventilator, the screen froze. There was no patient involvement.

Manufacturer narrative:
A single board computer (sbc) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to software. The software was updated to the most current revision. If information is provided in the future, a supplemental report will be issued.